Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a specific root cause of the reported event cannot be determined as information relating to settings or use of the device is unknown and unavailable. No product was returned for evaluation and no device malfunction was described. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus representative reported on behalf of the customer that when using a soltive premium superpulsed laser system, a patient "may have had kidney damage" due to therapeutic laser lithotripsy. This event took place months ago (timeline not specified) and the patient recovered from the event. There were no further details provided and the physician declined further follow up. This report is linked to patient identifier: (B)(6).